Manufacturer narrative:
Information was added to the following fields: a1: patient identifier g2: report source.

Event description:
It was reported that this right ventricular exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.